Manufacturer narrative:
T:slim x2 user guide states, "always make sure that the correct time and date are set on your pump. When editing time, always check that the am/pm setting is accurate. Not having the correct time and date setting may affect safe insulin delivery." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 340 mg/dl. Troubleshooting with tandem technical support was performed, and reportedly, the customer had the wrong pump time set. Customer changed the infusion site and cartridge to address bg levels. Tandem technical support instructed the customer to adjust the pump time.